Event description:
Medical professional reported that the patient felt restriction had gone. Aspiration of the band showed that fluid was missing. Was able to instil the fluid easily but could not withdraw it and assumed the band had disconnected somewhere. An x-ray was performed that revealed a complete break mid-way between the connector and the band itself.

Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reported that the patient felt restriction had gone away. Aspiration of the band showed that fluid was missing. Was able to instil the fluid easily but could not withdraw it and assumed the band had disconnected somewhere. An x-ray was performed that revealed a complete break mid-way between the connector and the band itself.

Manufacturer narrative:
Taper ii. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the device serial number, explant date,patient data, or further event details.